Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture and "gradually increasing complaints. Patient also reported "visual disturbances, seeing veil, dry eyes, water retention, pain, myalgia, paresthesia, migraine, bronchial asthma, irritable bowel, irritable bladder, oppression, anxiety, shortness of breath, recurrent fungal infections, itching, weakness, chronic fatigue, forgetfulness, tachycardia, weight gain, chronic right hip bursitis, joint pain" - these events are not device related. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on an unknown side. Device remains implanted.